Event description:
The pt developed an infection and was treated with hyperbaric pressure chamber treatment an hour a day for 4 weeks. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.